Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. Additional information was not provided upon request. The batch record was reviewed. There was no nonconformances documented in the manufacturing record. The product was manufactured and released to applicable procedures and specifications. A three year retrospective review of all nonconformances was performed for this product. There were no nonconformances documented for this product. A supplemental report will be submitted upon receipt of new and relevant information. The reported event will continue to be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 04june2024 the distributor reported to parcus that the tip of the draw tight anchor split upon impact. The surgeon attempted to re-insert the anchor but was unsuccessful. Another anchor was put into the drill hole and deployed properly. There was no negative patient impact and there was a ~2-minute delay in the procedure. It is unknown if any fragments of the anchor was left in the patient. Additional information was solicited.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 04june2024 the distributor reported to parcus that the tip of the draw tight anchor split upon impact. The surgeon attempted to re-insert the anchor but was unsuccessful. Another anchor was put into the drill hole and deployed properly. There was no negative patient impact and there was a ~2-minute delay in the procedure. It is unknown if any fragments of the anchor was left in the patient. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.